Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer changed needle to resolve the issue. In addition, it was reported that the cartridge leaked insulin. The customer's blood glucose (bg) level was 200-307 mg/dl. Customer was able to load a new cartridge and resume insulin delivery.